Event description:
Ducasse et al 2018 (zilver) "midterm results with the open chimney technique during endovascular aneurysm repair" the proximal landing zone was relocated below the highest renal artery in 46 cases, the superior mesenteric artery in 17 cases, and the celiac artery in 4 cases, using 84 open chimneys (131 stents). A subgroup analysis was performed between an early (2010 to 2014) and a later (2015 to 2017) time period. Cook zilver stent was used at later period (2015 to 2017) . Thirty-two patients were treated during the early period, and 35 were treated during the later period. In the later period, open chimneys were strengthened by a second self-expanding stent. Off-label use: chimney endovascular aneurysm repair (ch-evar) in the sma and renal arteries, also a second ziv stent was used to reinforce the first. Based on a review of paper by medical advisor in cirl the worst scenario was that zilver stent was occluded in the renal artery and led to a severe deterioration of the renal function and dialysis. In this case a zilver stent might have been deployed into the renal artery in conjunction with the chimney technique which is off-label use of the device.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003 customer: from the unit of vascular surgery (e.d., c.c., c.b., d.m., x.b., n.o.), pellegrinhospital, university of bordeaux, place am_elie raba l_eon, chu pellegrin tripode, bordeaux, france; and unit of vascular surgery (m.p.), ch de montde-marsan, mont-de-marsan, france. Device evaluation the unknown ziv5/6 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution ziv5/6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the instructions for use (ifu0043-9) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100 mm in length with a reference vessel diameter of 5 to 9 mm.¿ there is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of the user not reading and/or following the IFU was identified from the available information. From the information provided it is known that the user placed the stents in the superior mesenteric artery (sma) and renal artery. Summary the complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [ducasse.pdf]

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. Date of event: from (B)(6) 2010 to (B)(6) 2017. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ducasse et al 2018 (zilver) "midterm results with the open chimney technique during endovascular aneurysm repair". The proximal landing zone was relocated below the highest renal artery in 46 cases, the superior mesenteric artery in 17 cases, and the celiac artery in 4 cases, using 84 open chimneys (131 stents). A subgroup analysis was performed between an early (2010 to 2014) and a later (2015 to 2017) time period. Cook zilver stent was used at later period (2015 to 2017) . Thirty-two patients were treated during the early period, and 35 were treated during the later period. In the later period, open chimneys were strengthened by a second self-expanding stent. Off-label use: chimney endovascular aneurysm repair (ch-evar) in the sma and renal arteries, also a second ziv stent was used to reinforce the first. Based on a review of paper by medical advisor in cirl the worst scenario was that zilver stent was occluded in the renal artery and led to a severe deterioration of the renal function and dialysis. In this case a zilver stent might have been deployed into the renal artery in conjunction with the chimney technique which is off-label use of the device.